Manufacturer narrative:
No blank display noted. The no reservoir alarm functions properly. Device was unable to prime during prime/compromised force sensor system test and alarm motor error during basic occlusion test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unable to test the low reservoir alarm due to prime/fill anomaly. Motor passed motor test. Device had a severely scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. No damage noted on isolation tape on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the device squirted out insulin, alarmed, then shut down during prime. Customer's blood glucose was 404 mg/dl. Compromised force sensor system alarms were found in history. Device alarmed a motor error alarm. Customer went through the airport scanner. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.